Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of arthralgia ("arthralgia") in a (B)(6) female patient who had essure (batch no. 626803) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section (one) and gravida I (1 vaginal delivery). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced arthralgia (seriousness criteria medically significant and intervention required), vertigo ("vertigos") and hypertension ("arterial hypertension"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy via celioscopy was performed). Essure was removed on (B)(6) 2017. At the time of the report, the arthralgia, vertigo and hypertension outcome was unknown. The reporter considered arthralgia, hypertension and vertigo to be unrelated to essure. The reporter commented: removal of essure was performed on patient's request. According to the reporter essure did not cause or contribute to the adverse events. Follow up was not performed 6 or more months following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of arthralgia ("arthralgia") in a (B)(6) female patient who had essure (batch no. 626803) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section (one) and gravida I (1 vaginal delivery). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced arthralgia (seriousness criteria medically significant and intervention required), vertigo ("vertigos") and hypertension ("arterial hypertension"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy via celioscopy was performed). Essure was removed on (B)(6) 2017. At the time of the report, the arthralgia, vertigo and hypertension outcome was unknown. The reporter considered arthralgia, hypertension and vertigo to be unrelated to essure. The reporter commented: removal of essure was performed on patient's request. According to the reporter essure did not cause or contribute to the adverse events. Follow up was not performed 6 or more months following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 02-mar-2018 for the following meddra pts: arthralgia: the analysis revealed (B)(4) cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.